Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files received from the returned controller, hsc-109418, revealed pump stoppage events. These events appeared consistent with full depletion of the external and backup batteries. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The controller event log files contained events from (B)(6) 2024 through (B)(6) 2024, until the controller was reset to the default timestamp. The file captured multiple low power advisory and hazard alarms that went unresolved, resulting in a loss of external power, and the controller began operating on the external backup battery (ebb). The ebb ultimately depleted, and the left ventricular assist device (lvad) powered off. The lvad was reconnected to a power source and powered back on, operating at the set pump parameters. Shortly after, the batteries were disconnected for a second time, and the lvad ran on the ebb for a brief period before depleting again, and the lvad was powered off. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed prior to the pump stoppage event. The time off death was unable to be determined through the evaluation of the retrieved log files. The customer communicated that they did not have any additional information to provide. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased at home by their family. An autopsy was performed and the system controller was to be returned to extract log files to help piece together what occurred prior to the patient passing away.